Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer cleared the alarm and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 604 mg/dl. The customer administered a manual injection to address bg level.